Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of spec with respect to the upstream occlusion alarms, which were experienced during baxter's eval of the device. The upstream sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, it alarmed upstream occlusion, when no occlusion was present. There was no pt involvement.